Event description:
It was reported that the patient was experiencing inadequate pain relief. It was also noted that the patient was experiencing frequent and extended ipg charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned. No device malfunction suspected.